Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 37 mg/dl. Cause was not reported. Customer administered glucagon shot to address bg. Reportedly, patient fell down and has some bruises. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue; however, no response was received. No additional patient or event information was available.